Event description:
It was reported that the 9800 system had a precharge error message followed by a snaping sound prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cb2 circuit breaker was reset. The power cap, battery assembly, and filament drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.